Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. No moisture damage noted on motor assembly or electronic assembly noted during visual inspection.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the keypad of insulin pump was unresponsive also the it was exposed to moisture. The customer blood glucose level was unknown. Customer stated that self test was passed. Customer stated past exposure of the insulin pump to fluid and there was no visible water or fluid in the insulin pump. The device will be return for analysis.